Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain and suffering, as well as economic damages including medical and out of pocket expenses. The physician's office was contacted; no additional information can be provided without patient consent. No further information is available.